Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by resetting the pump, which did not recur, allowing them to continue using the pump for insulin delivery.